Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1,025 mg/dl. It was stated that the customer was in a coma. Troubleshooting was declined at the time of the call. Advised to monitor the insulin pump and call back for troubleshooting as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.